Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and identified a collapsed septum on the injection site (y-site). The injection site and septum were checked and were found to be within specifications. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink y-type catheter extension set was leaking from the injection site when accessed by a lever lock cannula. The leak was discovered during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.